Manufacturer narrative:
Device eval: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, severely calcified and 90% stenotic proximal to mid left anterior descending artery. The physician advanced the 3.0x15mm maverick2 balloon to the lesion and inflated it to 8atms on the first inflation and it ruptured. There were no pt complications. The procedure was successfully completed with a different device. Pt status is listed as "good".